Event description:
Additional information received reported that the patient wasn¿t able to charge the implantable neurostimulator (ins) and it wasn¿t working period. The last time he was able to charge the ins was about seven weeks prior to the report. For the past three weeks he was having problems charging the ins. When the patient was trying to charge the ins the implantable neurostimulator recharger (insr) worked fine. The patient was able to get four coupling boxes but they dropped off right away. Troubleshooting was limited due to access of equipment. The patient reported that he fell off a retaining wall, but did not recall the date. The patient had been having ins and insr issues before the fall. It was noted the patient fell hard enough to make his elbow swell up pretty bad. The patient later reported that the recharger had quit working with the stimulator and the recharging problem had been going on for three to four weeks. It was also reported that for the last few weeks prior to the report when the patient used the patient programmer (pp) to turn on the ins, the ins would turn on, but would turn off right away. A request was made to meet with the manufacturer¿s representative (rep). The patient met with the rep. On (B)(6) and she was able to get the stimulator working. The battery was charged and the patient was receiving good stimulation. The rep. Gave him some adhesive circles to use during recharging. The patient was able to charge in two hours and was getting four bars while charging.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the october 1st, the patient was unable to connect to the implantable neurostimulator (ins) with the patient programmer (pp) as well as the implantable neurostimulator recharger (insr). The patient had last felt stimulation and had been able to charge the ins was approximately the (B)(6). The patient did not recall seeing an elective replacement indicator (eri) or end of service (eos) message when trying to charge the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.